Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4)¿ the dentist reported that 4 months after the dental implant was installed in introral region 20#, its non-osseointegration was observed. Moreover, the patient presented bone type ii and immediate implant was performed.